Event description:
Based on our defective product return form - upon trying to activate "2 hand switch activations detected" tried taking instrument apart, turning off machine, unplugging, etc. No other cord available so couldn't try that. Another device opened had problem. Called staff member: second cord found problems as well. Both the original and the replacement had the same lot number and both failed. There was no harm to the patient.